Event description:
It was reported via a clinical study, that a patient, who had right tsa, has a subcapularis repair that is failing. The patient has been listed for a 2-stage revision. The study indicates the event was definitely not related to the devices, but was definitely related to the procedure. No actions had been taken at this time. The outcome states continuing. No further information. This is 1 of 2 events for this patient.